Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was cracked and leaking from the canister. Customer's blood glucose level was over 400 mg/dl. Customer went to emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue there was no permanent damage. Customer was released later that day.